Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics stack. No moisture damage was noted to the motor. The functional testing could not be completed due to the blank display. The alarms could not be confirmed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, broken belt clip slot and broken battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The customer also reported that the insulin left on the status screen was 9.3 units while the icon was empty. The blood glucose reading was 180 mg/dl. The insulin pump had been exposed to water. The customer declined further troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.